Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and possible premature battery depletion was suspected by the physician. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that session records were sent to technical support for review and suspected the battery depletion was due to normal battery depletion, and was not premature.